Event description:
The customer contacted ameda on (B)(6) 2014 with a complaint of experiencing low suction with her purely yours breast pump. She reports that she was diagnosed with a mastitis infection on (B)(6) 2014 an was started on a course of oral antibiotics on that date. The customer stated that she was using a competitor's personal pump and an ameda purely yours breast pump at the same time, switching back and forth between the two pumps.

Manufacturer narrative:
A certified letter and a pre-paid (B)(4) shipping label were mailed to the customer in an effort to get the pump back for evaluation.